Manufacturer narrative:
The na electrode reagent lot number is evf29 and the cl electrode reagent lot number is eyd39. The field service engineer (fse) found that the sipper nozzle was contaminated. The fse cleaned the nozzle and performed a precision test, calibration, and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect na-k-cl for gen.2 (cl) and sodium electrode (na) results for multiple patient samples on a cobas pro ise analytical unit. The customer provided an example of discrepant results for 1 patient sample tested. The initial na result was 153.3 mmol/l and the initial cl result was 116.6 mmol/l. The doctor questioned the result which prompted the customer to repeat the sample. The sample was repeated on another module and the na result was 138.6 mmol/l and the cl result was 104 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
Calibration was last performed on the day of the event. The qc recovery data provided was within specification. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.